Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 600mg/dl. Customer¿s current blood glucose value was 535mg/dl. Customer was advised to discontinue use of the pump but wanted assistance programming her blood glucose value of 522mg/dl. Customer stated that multiple boluses she attempted didn't actually bring her blood glucose value down. Customer had little nausea. The drive support cap was normal. Insulin pump will not be returned for analysis.